Event description:
End user is a female who lives in a nursing home. Her family had purchased the rollator for her in 2006, but she did not use it on a regular basis. She had used it recently when she states it suddenly broke and she fell. She sustained some bruising but no serious injury. She did not seek medical attention.

Manufacturer narrative:
End user purchased the rollator on 11/14/2006. The end user is a woman who lives in a nursing home. Over the course of the months, the end user did not use the rollator on a regular basis. She had been using it recently and she reported that it suddenly broke and she fell. She may have suffered some bruises but family stated she did not require medical attention and was doing fine. The sample has been returned and is currently under evaluation for determination of root cause. Follow up report will be filed once evaluation is completed.